Event description:
The user facility reported a male in cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. It was reported the patient experienced clotting in the abdominal aorta and lower limbs. Due to the patient's circumstances the decision was made to withdraw care and eventually the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
B2: the date of patient death is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of this issue and its relation to the impella device was not determined since the product, data logs, and sufficient clinical information were not provided.